Event description:
An additional surgical procedure was required, because the surgeon was unable to insert a proximal locking screw. The patient was brought back in one week later to insert the proximal locking screw.

Manufacturer narrative:
After the initial procedure, the instrumentation was by the surgical staff and found to assemble correctly.